Event description:
It was reported that a home patient (hp) had received a system error 2240 (air in set) alarm. This occurred on a homechoice (hc) machine during dwell four. The hp had three bags connected and only the heater bag had solution. The hp stated that one of the connections was a little loose. The technical service representative (tsr) assisted the hp in clearing the alarm. The hp was to complete therapy using manual supplies. No adverse event was indicated in association with this report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An alarm indicative of a potential malfunction of the disposable cassette was identified. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed, however a loose connection is a known cause of system error 2240. Should additional relevant information become available, a supplemental report will be submitted.